Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2003 by (B)(6), md. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2004 by (B)(6), md. It was reported that the patient underwent excision of pelvic mesh on (B)(6) 2013 by (B)(6), md. It was reported that following insertion the patient experienced erosion and vaginal bleeding. It was reported that the patient underwent a surgical procedure on (B)(6) 2003, mersilene mesh was implanted concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.